Event description:
My lab tried to validate bd bactec platelet bottles, product number 442053. We spiked bottles with known organisms. Multiple platelet bottles spiked with different strains of pseudomonas aeruginosa were not detected by the instrument, but all organisms grew when the bottles were terminally subcultured. Terminal subcultures were only performed as I knew the bottles should have flagged as positive. These would all have been missed and called negative if implemented for testing. This could have severe patient impact as the bottles are consistently unable to detect pseudomonas, and the manufacturer has closed my investigation without resolution.